Event description:
Core flying off of needle, hitting wall, patient, needle getting stuck inside patient with much force needed to remove. Tech was stuck w/ used needle due to misfire and malfunction of the needle. Tech required testing and medication.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.